Event description:
It was reported that the bladder probe to arctic sun device s/n (B)(6) reads 89f, but when they connect the probe to the bedside monitor it reads 98.3f. The 98.3f temperature seems to be more accurate and correlates with the axillary temperature. Confirmed the patient temperature had been erratic on the arctic sun device. Suggested replacing the temperature in cable as the foley appears to read properly on the bedside monitor. Per follow up information received via phone on 12jan2026, spoke with nurse who confirmed biomed came to the floor to replace the cable. No further issues and therapy completed. Cable was disposed of.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. Confirmed the patient temperature had been erratic on the arctic sun device. Suggested replacing the temperature in cable as the foley appears to read properly on the bedside monitor. Per follow up information received via phone on 12jan2026, spoke with nurse who confirmed biomed came to the floor to replace the cable. No further issues and therapy completed. Cable was disposed of. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bladder probe to arctic sun device s/n (B)(6) reads 89f, but when they connect the probe to the bedside monitor it reads 98.3f. The 98.3f temperature seems to be more accurate and correlates with the axillary temperature. Confirmed the patient temperature had been erratic on the arctic sun device. Suggested replacing the temperature in cable as the foley appears to read properly on the bedside monitor. Per follow up information received via phone on 12jan2026, spoke with nurse who confirmed biomed came to the floor to replace the cable. No further issues and therapy completed. Cable was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.